Event description:
Customer reported that the insulin pump was not delivering insulin and he changed the set but it got stuck in the rewind complete/bolus delivery loop and the buttons were not responding. Customer was advised to hold down the act button until a second series of beeps occur or numbers appear on the display. Customer did not receive a second series of beeps nor did numbers appear on the screen. Blood glucose value is 267 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The occlusion test could not be performed due to the alarms. The insulin pump was also received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.